Manufacturer narrative:
Occupation; non-healthcare professional - unknown. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure a cook bakri postpartum balloon with rapid instillation components was found to leak. The balloon was tested by inflating with saline and found to have a leak. Another same type device was used to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to an unknown procedure a cook bakri postpartum balloon with rapid instillation components was found to leak. The balloon was tested by inflating with saline and found to have a leak. Another same type device was used to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint was returned to cook for evaluation in open packaging. A leak test was performed on the device and a small puncture was observed in the proximal end of the balloon material causing the leakage. A review of the device history record (DHR) found no related non-conformances for the reported lot. Additionally, a lot history search found no other complaints have been reported for this lot number. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The cause of the reported event could not be determined with the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.